Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a fusion oxygenator the device was prepared and filled according to standard procedure using 1200 ml of jonosteril and 10,000 units of heparin. The heater/cooler system connected and started at 37°c. Cardioplegia cycle started at 2°c. Remote control to hu connected to hlm. First heparin administration of anesthesia at 1:25 p.m. Act at 13:30 at 482 seconds. Further heparin administration via anesthesia arranged. Cannulation at 13:44 first central venous, about 200ml of suckling blood is given retrograde via venous. Aortic cannulation at 1:47 p.m. Bypass start at 1:49 p.m. The pressures were measured as follows: 13:50:28 sec. 395 mmhg before the oxygenator, 276 mmhg after oxy at 6 l/min flow 13:51:30 sec. 523 mmhg before the oxygenator, 287 mmhg after oxy at 6.37 l/min flow 13:52:33 sec. 602 mmhg before the oxygenator, 184 mmhg after oxy at 5.52 l/min flow 13:53:35 sec 591 mmhg before the oxygenator, 113 mmhg after oxy at 4.09 l/min flow 13:54:38 sec 386mmhg before the oxygenator, 67 mmhg after oxy at 4.09 l/min flow due to the rising pressure before the oxygenator, the team suspected a malfunction. Additional staff were called, and the surgeon was consulted. The high pressure suggested a failure in the oxygenator, and adequate blood flow to the patient could not be maintained. The patient¿s temperature decreased during this time (35.7°c at 1:50 p.m., 34.6°c at 2:00 p.m., and 30.1°c at 2:15 p.m.), as expected during the procedure. The device was replaced. A medtronic fusion oxygenator with spider membrane was also installed there. After connecting the new machine (data protocol was still felt on it), there was a brief increase in pressure in front of the oxygenator. Start of bypass (new machine) 14:03, in the graph visible again increase of the delta-p, administration of magnesium 20mmol. Pressures and delta-p stabilize. Coagulation measurement at 14:04: 462 sec. Then heparin administration 15000 iu and atiii 1000 iu; coagulation measurement at 14:29: 1005 sec, high out on range. No patient complications have been reported as a result of this event. Platelets before bypass: 273 g/l albumin: 4.4 g/dl total protein: 7.1 g/dl hb: 12.2 g/dl platelets after bypass: 48g/l.

Manufacturer narrative:
Additional information b5: medtronic received additional information that hu refers to the heater-cooler unit. The new machine also used a stöckert s5, identical in construction to the previous machine, with a roller pump. It was stated that pressure readings are always taken immediately before the oxygenator and immediately after the oxygenator. The temperature before and after the oxygenator was not measured, as no sensor was available. The second oxygenator was used until the end of the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.